Event description:
According to the reporter, the patient has experienced an infection after the thyroidectomy.

Event description:
Additional information provided by the account (reference (B)(4) for second case): first infection happened three day after surgery and second one month after surgery. They used a damp swab to saturate. The cases were done about a month ago. They did a redo operation for the patient, who has large abscess and another has still drain on the neck. Another patient is still in the hospital and another one has to do weekly hospital visits.

Event description:
Hemi-thyroidectomy procedure. According to the reporter: third post-operative date patient got infection after hemi-thyroidectomy. Patient had a small abscess in the neck (where part of thyroid was removed). The abscess was the place where veriset was placed. The patient required a prolonged hospital stay, and weekly visits to the hospital for follow up. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/02/2015.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/02/2015.